Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A freestyle libre 2 user reported to adc via (B)(6) that they had experienced "5 urgent lows with no alarm in the past month" and being hospitalized for diabetic ketoacidosis (dka) three days prior to contacting adc. Customer also noted kidney failure, and multiple comas. Customer additionally reported she "lost (her) baby due to high sugar", however no additional information was reported and multiple attempts to gather additional information via phone and email have been unsuccessful thus far. The official cause of fetal death is unknown. Furthermore, it is unknown what, if any, adc product issue occurred at the time of customer's reported hospitalization or death of her fetus. If additional information is received a follow up report will be sent.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A freestyle libre 2 user reported to adc via (B)(6) that they had experienced "5 urgent lows with no alarm in the past month" and being hospitalized for diabetic ketoacidosis (dka) three days prior to contacting adc. Customer also noted kidney failure, and multiple comas. Customer additionally reported she "lost (her) baby due to high sugar", however no additional information was reported and multiple attempts to gather additional information via phone and email have been unsuccessful thus far. The official cause of fetal death is unknown. Furthermore, it is unknown what, if any, adc product issue occurred at the time of customer's reported hospitalization or death of her fetus. If additional information is received a follow up report will be sent.